Manufacturer narrative:
H.6. Investigation: the defect was not confirmed because there is no picture and returned sample. Product expired on jun 29. Bd will continue to monitor for trend. Please explain why "failure to inhibit" is selected: generally speaking, this product doesn't allow to growth many kinds of bacteria due to ingredients and ph value. Since it's already expired, those features became weaker or went down to insufficient level to prevent growing bacteria. H3 other text : see h.10.

Event description:
It was reported that 20 plate tcbs//tcbs 100 ea experienced biological contamination, and physical deformities. The following information was provided by the initial reporter: according to the customer¿s report, air bubbles and bacterial growth were found in the media.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ tcbs agar, catalog number 221872 with 510k number exempt. Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 plate tcbs//tcbs 100 ea experienced biological contamination, and physical deformities. The following information was provided by the initial reporter: according to the customer¿s report, air bubbles and bacterial growth were found in the media.